Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The DHR for lot 27353 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Additional information was requested, and the following was obtained: when using the linx sizing device what technique was used to determine the size? Lss sizer; popped off at 13 ¿ device size implanted is 17. Does the patient have any allergies to metals? If so, what test have been done to test for metal allergies? No. Did the patient have an autoimmune disease? No. Were there any intra-operative complications during implant? No. Is the patient currently taking currently taking steroids / immunization drugs? Fluticasone furoate 50 mcg/actuation blister powder for inhalation. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? History of barrett¿s esophagus, no dysphagia. Was there any hiatal or crural repair done at the same time as the implant? Yes; diaphragmatic hernia repair. Was mesh used at time of implant? Yes. Were there any diagnostic testing performed prior to implant and if yes, can you please share with us the results? Yes (motility; egd).

Event description:
It was reported via clinical trial patient (B)(6) event: abdominal pain/bloating. This event was not related to the study device. Related relationship to primary study procedure: probable.